Event description:
It was reported that the patients right atrial (ra) lead exhibited oversensing noise, low impedance, and high thresholds with no capture. The patient was also experiencing pectoral muscle/pocket stimulation. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: addrl1, ipg, implant: (B)(6) 2012. (B)(4).